Event description:
According to clinical study data, on october 27, 2021 the patient was identified with loose bilateral iliac screws and no treatment was provided.

Manufacturer narrative:
No product was returned for evaluation as product was left in-situ therefore the complaint cannot be confirmed. The patient's bone quality is unknown. It is unknown if fusion was completed. Patient's post-operative physical activity and if the patient suffered a fall is unknown. The index procedure date and length of use is unknown. Due to lack of information a definite root cause cannot be identified however bone quality, pseudarthrosis, and or excessive post-operative physical activity are suspected cause or contributors. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery include: bending, fracture or loosening of implant components". "Warnings, cautions and precautions: correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. Care should be taken to insure that all components are ideally fixated prior to closure". "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed". "Pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient".